Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to an elevated lactate dehydrogenase (ldh) level of over 1000 u/l. Pump estimated flows were averaging 10-11 lpm and the pump power was within normal limits. The patient had a baseline ldh of 600 u/l prior to admission and was on heparin. The patient's inr goal was increased and was stable. On (B)(6) 2015, the patient underwent a pump exchange.

Manufacturer narrative:
The report of elevated lactate dehydrogenase and suspected lvad thrombosis can be confirmed based on the evaluation of the device. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus rings appeared to have evidence of laminated layering, which indicates that thrombi were present while the pump was operating. There was also evidence of thrombus on the inlet bearing cup, located in the distal-side of the inlet stator, which suggests that the thrombus ring was situated on both the inlet bearing cup and bearing ball, prior to disassembly of the pump. Examination of the outlet stator also revealed a non-laminated deposition situated in between the outlet bearing ball and the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origins and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition did not appear denatured and the lack of contact marks on the outlet bearing cup suggests that the deposition was not present in the outlet stator while the pump was supporting the patient. The thrombus formations found in the pump could have contributed to the reported elevation in lactate dehydrogenase. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the patient was admitted for rising ldh, today it is 1099. Pump power elevations noted in 10-11 watt range over last 2 days. The patient has hx of suspected pump thrombus, ramp study previously negative."